Event description:
It was reported that during device use in catheterization lab for cardioversion, the pt was shocked once and the device displayed a green band and the ECG rhythm print out was solid black. No further info on the incident was provided. Physio-control evaluated the event record and observed that the pt converted to normal sinus rhythm after receiving the defibrillation shock.

Manufacturer narrative:
The device has been returned to physio-control and its eval is anticipated. Physio-control will submit a supplemental report on this event to the FDA.